Event description:
The malfunction of the pencil happened during the dissection of the mammary artery. With the coag. On, the pencil destroyed part of the artery. Fortunately, the physician was able to to continue the cardiac surgery with the undamaged part of the artery. The electrosurical unit (including the pencil) was sent to biomedical department for complete tests. Malfunction did not cause a prolonged hospitalization nor a new disability to the pt.